Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. Unable to perform the displacement test due to unresponsive buttons. No unexpected number ramping or scroll bar moving was noted during testing. The insulin pump had no moisture damage on the electronics, motor, vibrator and battery tube assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Customer stated when she attempts to bolus, is when the button issue occurs. The blood glucose reading was 85mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.